Manufacturer narrative:
The devices were discarded by the user facility after each of the procedure. The cause of the reported event cannot be determined at this time. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported complaint. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that two of the user facility¿s ent surgeons reported each having 1 patient with either vocal cord injury or a facial nerve injury after undergoing either thyroidectomy or parotid procedure using the thunderbeat. Reportedly, patient 1 experienced irritation when speaking due to vocal cord damage. The user facility did not provide any further details regarding the nerve injury sustained by patient 2. The surgeons reported that the hand-pieces were held over 2 millimeters from the patient¿s vocal cords and nerves during activation. The generator settings in both cases were 2 cut/1 coag. The intended procedures were completed with the initial devices. The patient¿s course of treatment is unknown. Additionally, it was reported that there were no abnormalities noted with devices during use. In both cases, the devices and connections points were inspected prior/post procedure with no anomalies found. This is 1 of 2 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM was unable to determine the exact cause of the reported event since the device was not returned for evaluation. However, the OEM reported that there is a possibility that multiple factors affecting the device and tissue interaction caused the reported phenomenon. The OEM referenced instructions provided in the tb-0009 of IFU in an effort to mitigate user/patient injury. The grasping section, shaft, and probe tip become hot during output. Do not touch them to avoid burning your hand. Whenever possible, avoid contacting the shaft other than the grasping section to the tissue as the temperature of the shaft can become elevated and could cause unintentional burns. Please refer to ¿temperature of the shaft, grasping section and probe tip during activation¿ on page 61 for details of the temperature. Only the grasping section should come in contact with the tissue. If other parts (e.g., the metal area around the grasping section or shaft of the thunderbeat instrument) come in contact with the tissue, they may cause burns due to current leakage. Before activating the output, be sure that neither the grasping section nor the probe tip comes into contact with the surrounding tissue. Do not use the thunderbeat if you do not have a sufficient view to confirm the above or if the grasping section and probe tip are penetrating into the tissues. Otherwise, perforation, bleeding, or burns may result. Do not use the thunderbeat if you do not have a sufficient view of the grasping section and probe tip to ensure that only the intended tissue is in contact with the grasping section. Furthermore, since the manufacturing lot number was unknown, the OEM performed a review of the manufacturing records for the past six months from the event date. There were no abnormalities found that related to the reported phenomenon.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. The doctor was hoping the patient would fully recover. Unknown if that happened or not. The user facility reported that this phenomenon has not occurred again. The facility is performing the patient procedure with the recognition that the concept of the safety margin for avoiding neurological disorder is the same between the thunderbeat and other energy devices. It is believed the surgeon hit a nerve with the device.